Event description:
A cgm error 42 was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The caller successfully started their sensor session after cts provided complete pump reset information and guided the caller through the reset process.